Event description:
The surgeon was performing a robotically assisted laparoscopic gastric sleeve for patient with admitting diagnosis of morbid obesity. The device worked properly on the first five uses, but would not fire on the sixth. The device was then removed from the patient. Staff tried to reseat the cartridge of staples. When this did not correct the problem, they removed the device and opened a new one. There was no harm or even risk of harm to the patient and the procedure was not modified in any way to accommodate the change in stapler handles.